Manufacturer narrative:
Initial reporter - phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral rupture.

Event description:
Healthcare professional reported right side lymphadenopathy. The device remains implanted.